Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganisms growth for the subject device. After the microbiological testing was conducted by the third party laboratory, the following defects were confirmed through the evaluation of the subject device performed by (B)(4). There were scratches in the biopsy channel. C-cover was extremely deformed.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during three surveillance culturing at the user facility, the subject device tested positive for pseudomonas aeruginosa and staphylococcus spp (first time 80 cfu, second time 68 cfu, third time 20 cfu). The user facility reported that the subject device had been reprocessed using etd 3 plus or soluscope, automated endoscope reprocessors (aer). There was no report of infection associated with this report.